Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, upon positioning and connecting this right ventricular (rv) lead to a non-boston scientific device, the lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The physician removed and attempted to reconnect the rv lead however the terminal pin would not fully insert into the header of the device. The physician ultimately decided to remove and replaced the device. With a new boston scientific device, this rv lead was able to be implanted with no issues. The rv lead remains implanted and in service. No adverse patient effects were reported.